Event description:
It was reported the patient lost stimulation on the left side of the neck. Reprogramming was attempted to no avail due to invalid impedance. Additional reprogramming will be the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.